Event description:
The customer reported via phone call that she had a high blood glucose of 400 mg/dl at the time of the incident. Customer stated that her health care professional was unable to locate her calibrations. Customer stated that she treated with the pump. Customer stated that she was experiencing high blood glucose because she was low and over-treated. Customer's current blood glucose was 400 mg/dl. Customer mentioned that she was not using one of her meters because of the strips. Customer changed her infusion set yesterday. Customer stated that the drive support cap appears normal. Customer was assisted with troubleshooting and bolus wizard education.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.